Event description:
A report was received that the patient developed wound dehiscence. The event was procedure related and not device related. The patient was treated with medication.

Event description:
A report was received that the patient developed wound dehiscence. The event was procedure related and not device related. The patient was treated with medication.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Implanted date: 2015.

Event description:
A report was received that the patient developed wound dehiscence. The event was procedure related and not device related. The patient was treated with medication.

Manufacturer narrative:
Additional information was received that wound dehiscence was not related to the ipg.